Event description:
It was reported that during a percutaneous coronary intervention, balloon pinhole occurred. After predilation using a 2.5mm x 15mm apex balloon catheter, the 2.50mm x 24mm promus element plus stent was advanced to the target lesion. However, the balloon would not inflate. It was suspected that the balloon was caught and compromised by a heavy calcium. It was noted that blood filled up the lumen of the balloon. Then a 2.5mm x 15mm nc quantum balloon catheter was used. The procedure was completed using another of the same device. No patient complications were reported and the patient status is fine.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device found that the inflation lumen and balloon contained blood which indicates a leak was present at time of the procedure. The midshaft appeared twisted just distal to the midshaft bond. Due to the twist the lumen was somewhat flattened and one side appeared to have caught on an obstruction causing a short tear, which would have caused the leak. The midshaft was kinked just proximal to the guidewire exchange port. The port was torn. This damage is most likely caused by applying excessive force at guidewire removal. The stent was crimped and the balloon did not appear to have been subjected to positive pressure. The hypotube was kinked at various locations along its length. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, balloon pinhole occurred. After predilation using a 2.5mm x 15mm apex balloon catheter, the 2.50mm x 24mm promus element plus stent was advanced to the target lesion. However, the balloon would not inflate. It was suspected that the balloon was caught and compromised by a heavy calcium. It was noted that blood filled up the lumen of the balloon. Then a 2.5mm x 15mm nc quantum balloon catheter was used. The procedure was completed using another of the same device. No patient complications were reported and the patient status is fine.